Event description:
The representative reported that the pacing impedance on the lead has risen from 540 ohms in november to 2278 ohms today. No noise is present on the lead. The lead remains implanted. (B)(6) 2014 - we were notified that this lead was capped due to the rising impedances on (B)(6) 2014. All other measurements were normal. This is now reportable to the FDA.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) 2014 - we were notified that this lead was capped due to the rising impedances on (B)(6) 2014. All other measurements were normal.